Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 49-53 mg/dl were recorded by continuous glucose monitor (cgm) from 3:26:59 am to 3:31:59 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:26:59 am. On (B)(6) 2020, at 8:29:45 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 5:06:59 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:01:59 am. A total of 4.0746 units of basal were delivered on (B)(6) 2020 by 5:00:32 am, approximately 6 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) at 6:41:59 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:41:59 am. A total of 4.8996 units of basal were delivered on (B)(6) 2020 by 6:00:32 am, approximately 41 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.